Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a balloon kyphoplasty procedure surgeon saw the balloon was flat down and pulled it out. The surgeon saw that there was a hole in the balloon. No allergies were reported or identified and no pieces were left in the patient. No patient complications were reported.